Event description:
Advocate stated her daughter received blood glucose readings of <20 and 21 mg/dl on the contour next link meter, retested on a different meter and received a reading of 147 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events was alleged. The test strip information was not provided. A new meter was sent to the customer.